Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 years, 11 months, and 3 weeks following the implant of this vlv evolutr-29-c transcatheter aortic valve, valve stenosis was noted. No patient complications have been reported as a result of this event.

Event description:
Additional information was received that approximately 7 years, 11 months, and 3 weeks following the implant of this valve, the patient presented to their cardiologist with complaints of shortness of breath (sob). Transesophageal echocardiogram (tee) showed one of the three bioprosthetic leaflets was calcified and nonmobile. The other two leaflets were mildly thickened and had mild motion restriction. The aortic valve area (ava) was 0.8 square centimeters (cm2), the mean gradient was 21 millimeters of mercury (mmhg), and the peak velocity (pvel) was 3.2 meters per second (m/s). 8 years, 1 month, and 1 day following the implant of this valve, a valve-in-valve transcatheter aortic valve replacement (tavr) procedure was performed. A non-medtronic transcatheter bioprosthetic aortic valve was implanted for severe bioprosthetic aortic stenosis (as). Post procedure echo shows resolution of severe as. Following the tav in tav the new valve well seated and no trans valvular or paravalvular regurgitation resulted. The as resolved without sequelae.

Manufacturer narrative:
Updated data: b1 b2 b3 b5 h6. Corrected data: a1 d - expiration date g2 - report source h1 - type of reportable event is now a serious injury medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.